Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the joystick is not wanting to go in different gears. It only works in the first gear. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model unknown, serial number/date code unknown. Part number 1038608, joystick. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.